Event description:
It was reported that the patient¿s liberty select cycler does not power on. The power switch was in the "on" position. The power cord was properly connected. The power cord was not loose. The cycler comes on when the power cord in the back of the cycler is wiggled. At that point in time, the technical support representative advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was not stated whether an alternate form of treatment was available to the patient. Additional information was requested however a response was not received. There was no patient involvement regarding the reported issue as the patient had no yet connected to the cycler for treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed due to a dim display it was identified that the cause for the dim display was an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The cycler also passed a voltage check and a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.